Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24393. It was reported the patient has not used her scs system since (B)(6) 2013. The patient stated her scs system did not provide effective stimulation therapy in her pain areas. Instead, the patient was receiving stimulation in her legs, which caused her legs to be 'wobbly.' The patient fell down a flight of stairs and had to be hospitalized. The patient has not used her scs system since she fell, and she would like her system explanted. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.